Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead has high rising thresholds, low lead impedance, and oversensing of noise with sensing integrity counter (sic). The patient was referred to a physician who specializes in extractions. The lead remains in use. No patient complications have been reported as a result of this event.